Event description:
A patient reported blood glucose results of 1.4 mmol/l and 8.7 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <20%, thereby indicating a potential malfunction of the meter in terms of precision.